Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery is flat, it does not hold the charge, and the defibrillator does not detect the battery in compartment a. There was no reported patient involvement.